Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned fluctuating results for 1 patient tested for crej2 creatinine jaffe gen.2 (crej2). Data for 3 samples from the patient were provided. Based on this data, the results for 2 samples were erroneous and reported outside of the laboratory. The samples were being run on 2 lines of the instrument. Refer to the attached data for patient results. It is not known if the patient was adversely affected. No adverse event was reported. The crej2 reagent lot number was 145498. The expiration date was not provided. Preventive maintenance was last performed at the end of (B)(6) 2016. Based on the information provided for investigation, there may be an issue with reagent pipetting on both lines of the instrument and a sample pipetting and cell rinse issue on line 2 of the instrument.

Manufacturer narrative:
A specific root cause could not be determined. Additional information was requested for investigation but was not provided.